Event description:
A report was received that the patient had developed an infection and had drainage at the pocket site. The physician believed the infection was not device or procedure related and the patient's body just rejected the device. The patient was given antibiotics and underwent an explant procedure. The patient was reportedly doing well post-operatively and was admitted in the hospital for a wound vacuum. The infection was then resolved and the patient was discharged from the hospital.

Event description:
A report was received that the patient had developed an infection and had drainage at the pocket site. The physician believed the infection was not device or procedure related and the patient's body just rejected the device. The patient was given antibiotics and underwent an explant procedure. The patient was reportedly doing well post-operatively and was admitted in the hospital for a wound vacuum. The infection was then resolved and the patient was discharged from the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The source of the complaint could not be verified. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Residual gas analysis verified that there was no loss of electric current into the surrounding tissue as a result of faulty insulation. Sc-8216-50 (sn (B)(4)) device evaluation indicated that the lead passed visual test performed. The source of the complaint could not be verified. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.